Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were missing. A field service engineer ran diagnostics and engine failures were identified. The failed engines were removed and replaced. Tests were conducted and passed successfully. The customer recovered the system and completed medication inventory. All functions operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had mis pocketing. The customer reported there was mis pocketing. There were no adverse events or injuries reported based on this event.